Event description:
Main body delivery system was advanced int the aorta without any complications. Contralateral iliac leg graft was advanced via the left femoral artery and deployed within the limb of the main body graft as intended. After docking the top cap of the main body graft, and withdrawing the grey positioner, the origin of the internal iliac artery was located. The arteriogram, noting the orifice of the right internal iliac artery also detected a dissection of the right external iliac artery. With the distal landing zone of the ipsilateral limb finding sufficient purchase in the common iliac artery to obtain a seal of the aneurysm, the physician elected to deploy a stent to repair the vessel dissection in the external iliac artery. Stent was deployed, providing coverage of the vessel damage extending 5-6 millimiters into the common iliac artery. The stent graft and the ipsilateral limb of the main body graft had no communication within the vessel. Procedure was concluded after viewing a seal of the aneurysm.